Event description:
Reporter state that, she had filshie clips implants on (B)(6) 2016. She said six days after the implant, she started having complications ranging from; mood swings, anger issues, pain around her pelvic area, to nausea. She would like to know if FDA is aware of the side effects of this device and what action is being taken to get the manufacturer to educate its customers.